Event description:
The patient stated the needle button popped out prior to the 24-hour period and patient was able to press the needle button back in briefly. The patient stated that the needle button popping out has occurred numerous times in the past but was unable to provide additional detail.